Event description:
Upon two passes down the peroneal artery from proximal to distal, the silverhawk exl device became entangled in the wire (wire wrap). The peroneal artery was perforated distally and the device had to be removed along with the guide wire. The perforation was controlled with balloon angioplasty.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.